Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6) , batch.

Event description:
It was reported that there was a dural puncture during the patient's implant procedure. The patient reports there was no headache post op and was advised to move cautiously the next few days. Therapy was restored post op. The investigation did not determine which lead contributed to this issue.